Manufacturer narrative:
Device analysis indicated device failure.

Manufacturer narrative:
Correction: the correct date of awareness is august 06, 2024; not july 28, 2024 as reported in the initial MDR.

Event description:
Per the clinic, the patient experienced no sound with the device. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. The patient was re-implanted with another cochlear device during the same surgery.